Manufacturer narrative:
Follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was dropped. No further information was provided. The device was reported as being available for clinical use at the time of the event. However, the initial reporter confirmed that there was no adverse patient impact.